Event description:
It was reported that the patient presented via merlin due to high voltage lead impedance. Loss of sensing was also noticed. The lead was capped and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.